Manufacturer narrative:
Additional information received on (B)(6) 2016: device was used during cholecystectomy.

Manufacturer narrative:
Integra has completed their internal investigation on july 6, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the black plastic sleeves of the scissors are broken on their proximal side. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: these scissors sleeves broke when the surgeon removed the instruments from the trocars. A special care is necessary for this reference during the removal as the peek sleeve can get stuck on the cutting edge of the trocar. We recommend to use last generation of cev649-5b tubes, which have a bulge on its distal part, avoiding the sleeve get stuck. Considering damages on the plastic part , we can assume the scissors were used after first breakage. The IFU nt060 provided with the device recommends "to ensure proper functioning of demountable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use".

Event description:
It was reported that the plastic part of the scissors insert broke when passing in the trocar. Although the device broke while it was in use, patient was not injured. No more information available.